Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of foreign contamination at the tip of the needle of a reconstitution device was observed. The contamination was found after opening the package. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation is complete. Visual and microscopic inspection revealed the presence of a single, colorless particle in the lumen of the stainless steel needle of the device. Fourier transform infrared spectroscopy revealed that the particle was acrylic. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.